Event description:
The anchor broke during insertion and the suture broke away from the eyelet. Malfunction report indicates that the broken piece was not removed from the patient. The surgeon experienced a 10-minute delay as a result. There was no patient injury noted.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.